Event description:
It was reported that the patient presented in the clinic for follow-up. It was observed the right ventricular (rv) lead had a gradual increase in pacing impedance. The physician capped and replaced the lead on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received indicated there were no other electrical issues noted, the lead impedance had been increasing gradually for the past year. The patient was asymptomatic to the event.